Manufacturer narrative:
(B)(4) follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information received.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Material #unknown. Batch #unknown. Verbatim: rcc received a complaint via email. I am emailing to let you know about a concern where an 18g bd blunt fill needle had cored the rubber stopper of an antibiotic vial. Nurse was preparing ceftriaxone sodium for injection for IV administration by reconstituting the powdered medication in the vial with sterile water. After puncturing the vial's rubber cap with an 18g blunt fill needle, nurse noticed a small piece of rubber had entered the vial. Nurse used a new vial for client medication administration.